Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to an empty reservoir and the device not inflating. The reservoir was tested for leaks but none were found. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 2. This was a site of leakage. The separations appeared to have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. A small separation was noted in the bladder of cylinder 2. Microscopic examination of the separation revealed a central groove, indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging being opened. The information received indicated the device was assumed functional for approximately 9 months after implant. As the device was assumed functional for that period of time, quality is unable to determine when this separation may have occurred.